Event description:
The intended procedure was completed. There was no adverse outcome to the patient and or procedure. The biomedical department engineer at the user facility communicated directly by telephone. An olympus field engineer visited the hospital to verify the reported problem. However, the reported issue was not resolved at the the hospital and the equipment was returned for service (oms).

Manufacturer narrative:
This supplemental report was submitted to provide additional information and to update the following sections: b3, d9, e1, e2, e3, g3, g6, h2, h3, h6 and h10. The evaluation confirmed the reported issue was due to damaged (dp/dx) circuit boards. The circuit boards were replaced. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Based on the investigation, the dp / dx boards were determined to be faulty. Therefore, the likely cause of the reported front panel malfunction was due to accidental failure of the dp / dx board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service technician (oms) became aware that the image was observed to have distortion and non-functional front panel on the evis exera iii (190 series) video system center when preparing the room for procedure. The non-functional system was replaced with a 180 series equipped tower. No patient involvement or harm was reported.